Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a sharps container. The customer stated that tubing was stuck in the container opening and a staff member attempted to push it in and stuck herself with a dirty needle.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.